Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the insulation of the device was damaged and the device activated an alarm. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the unit had a bracket failure. Visual inspection found the metal clicker of the device was broken off and the arcing on seal plate and its insulation had also melted. Functionally, the clicker tab failure was due to extensive use of the device and a large number of cycles tend to fatigue the clicker. The damage to the seal plate and over mold caused the device to produce re grasp alarms when tested on simulated tissue. The damage on the seal plate was consistent with the user grasping a metal object like a staple or clip. The most likely cause for the additional condition is was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the error sound rang during sealing, and the error continued several times, so it felt like it was a defective product. Looking at the appearance, the sealing was completed, but since there was an unease, a new ligasure was taken out and the operation was finished. The new ligasure did not emit an error sound. Photos were attached showing that the device had an insulation damage. There was no breaking or falling from the device. There was no piece/component confirmed on the post-operative xray. The patient has been discharged from the hospital. There was no patient injury. Medtronic's initial evaluation of the incident device found the metal clicker of the device was broken off. The broken piece was not returned. Arcing on seal plate and its insulation had also melted.